Event description:
It was reported that the patient's right ventricular (rv) lead had noise. It was noted that the rv lead was within normal range for impedance and threshold. Follow up was completed for troubleshooting or intervention and no further information was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).